Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number:(B)(4). Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a broken 02 knob and is missing the peep cap . There was no patient involvement and no patient harm/adverse event reported.